Event description:
It was reported that, while filling multiple cassettes, he discovered that they are causing leakage. The leaks are located at the beginning of the cassettes filling hose on all cassettes. There are 5 samples affected. The operator of the device was the pharmacy assistant in the compounding department. There was no patient involvement. Related complaint created is (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Visual and functional test were performed, and a leak was confirmed between the tubing and female luer of all the cassettes. Further inspection of the bond showed spotty solvent coverage on all bonds. The probable cause of the issue was a solvent application error during manufacturing in tijuana. No further action was taken.